Event description:
A (B)(6) male pt contacted zoll customer support to report the monitor is alarming to connect the belt although the belt is already connected. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of belt sn (B)(4) has been completed. The reported problem (connect belt) has been confirmed. As received, the trunk cable connector was broken. The root cause of the broken trunk cable connector cannot be positively identified but was likely a result of physical damage. Once the trunk was replaced, the belt was fully functional. No adverse event resulted from the broken connector. The pt received a replacement electrode belt.